Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. This report was filed by the MFR. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing broke apart while in use on a pt. No pt harm or medical intervention occurred. No further pt/event info was reported.